Event description:
The customer reported that the device constantly prompts "low battery" when each battery is put in. The customer tried six batteries in the unit and all received the same message. The customer has tried the same batteries in another unit and all check out fine.